Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported event of e224 communication error was confirmed due to a faulty cable unit. In addition, the rear cover label was noted to be fading. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an e224 communication error occurred with the 4k autoclavable camera head. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the reported phenomena was reproduced and the failure of the cable unit was confirmed, the probable cause of the damaged cable unit was due to the operator applying force such as as excessive bending, pulling, twisting, crushing, etc. To the camera cable. As a result, no images displayed and an e224 error occurred. The instructions for use (IFU) states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Olympus will continue to monitor complaints for this device.